Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, when the lead was connected to the pulse generator exhibited a loss of ventricular output. The physician elected to no longer use and replace the device. No patient symptoms were reported.